Event description:
It was reported that the patient had intermittent stimulation. The patient programmer noted that the stimulator was off. No patient treatment or outcome was reported. Additional information has been requested, but was not available as of date of this report.